Event description:
Us customer contacted cepheid to discuss a discrepant result. Customer collected a nasal swab from customer at (B)(6) 2024 and ran it on xpress sars-cov-2/flu/rsv plus which received a sars-cov-2 negative. Customer repeated this sample on a second genexpert instrument (for an unknown reason) and received a positive for sars-cov-2. This sample was repeated a second time back on instrument 1 by the manager due to the discrepancy and received sars-cov-2 negative. Only the initial negative result was reported to the md. Sample stored room temp. No deterioration of health of patient reported. Customer did not run any positive sample or qc before getting the positive result. Customer is also not having any positive results since then and does not believe there is a contamination issue on instrument 2 or in the lab.

Manufacturer narrative:
Us customer contacted cepheid to discuss a discrepant result. Customer collected a nasal swab from customer at (B)(6) 2024 and ran it on xpress sars-cov-2/flu/rsv plus which received a sars-cov-2 negative. Customer repeated this sample on a second genexpert instrument (for an unknown reason) and received a positive for sars-cov-2. This sample was repeated a second time back on instrument 1 by the manager due to the discrepancy and received sars-cov-2 negative. Only the initial negative result was reported to the md. Sample stored room temp. No deterioration of health of patient reported. Customer did not run any positive sample or qc before getting the positive result. Customer is also not having any positive results since then and does not believe there is a contamination issue on instrument 2 or in the lab. The likely root cause in this case is sample at or below the test's limit of detection. At these levels, variability detection of the analyte upon repeat testing can occur due to reduced reproducibility. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpress sars cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid.